Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. The probable cause was the mobile device lost power. No injury or medical intervention was reported.